Event description:
A customer reported that unicel dxc 600 pro synchron clinical system was run without a cuvette, and the content from the wash vacuum sequence, which was a small amount of dilute wash concentrate solution and di water, spilt on the reaction wheel area. The customer was wearing proper personal protective equipment at the time of the event. There was no exposure to uncovered wounds or mucous membranes. No injury was reported, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient result was generated.

Manufacturer narrative:
The customer stated that the night crew broke a cuvette, removed it, and ran the instrument without the cuvette for the remainder of the night. The customer put in a new cuvette after it was found that a cuvette was missing. Field service engineer (fse) found that the cause of the problem was the cuvette wash station not installed correctly after user maintenance. All the wash/vacuum probes were slightly bent when the assembly went down to wash the cuvettes and broke a cuvette. The fse replaced wash/vacuum probes. The fse performed cuvette wash station alignment. The fse checked cuvettes, primed cuvette wash, performed calibration and ran controls. The issue was resolved. (B)(4).